Event description:
During a remote follow up, an episode of undersensing was noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.